Event description:
The surgeon implanted a collamer lens model cc4204bf and noted a capsule tear. The lens was removed and a vitrectomy was performed. No other pt injuries were noted. The facility believes the lens was damaged during implantation.